Event description:
It was reported that possible atrial over and undersensing was noted on the remote transmission. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable defibrillator 2007 (B)(6); 694958 implantable defib lead 2007 (B)(6). (B)(4).